Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, the right atrial (ra) lead exhibited helix rotation issues due to suspected helix damage and a problem with the internal coil was alleged. The ra lead was not used, and the physician completed the procedure using a different ra lead. The patient was discharged after the procedure.